Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
A few hours after the implant, the pt reported her legs felt heavy. The following day, the physician noted, the pt was unable to move her legs. The pt was diagnosed with a hematoma, and the scs system was explanted. F/u identified the pt had an MRI performed which confirmed damage. It was reported the pt had been placed in a rehabilitation facility, the remained numb from her belly button downward. The pt was scheduled for an add'l MRI.